Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 417 mg/dl at the time of incident and the current blood glucose level was 417 mg/dl. The customer was treated with insulin pump. The customer also reported that the insulin pump was cracked. Troubleshooting was declined. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.